Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests. Results were 359 and 164 mg/dl; no specific info on testing was provided. No symptoms were reported. The reporter did not want to respond to questions for troubleshooting or do a control test. On follow-up, the reporter was familiar with coding, control solution testing and proper cleaning. No further info was provided. No harm alleged.